Event description:
It was reported that the maestro drill with hanswitch was running in safe mode during a procedure. A readily available drill was used to complete the procedure without incident. No adverse event was associated with the device.

Manufacturer narrative:
The customer's complaint was confirmed. The probable cause of the device running continuously was attributed to worn o-rings.